Event description:
A ventilator was returned to a third party service center for evaluation due to the ventilator alarming for a sensor board issue. The device was not in patient use. The device's sensor board was replaced to address the issue and the component was returned to the manufacturer's product investigation laboratory for further evaluation. During the investigation the root cause of the sensor board failing was found to be due to a sensor on the board being out of specification.